Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they received failed battery test. Customer's blood glucose value was probably 300 mg/dl at the time of the incident. The customer treated with manual injection. The customer was assisted with troubleshooting. Customer will return device for analysis.

Manufacturer narrative:
Pump passed displacement test, unexpected restart error test and all operating currents tested within the specification range. Pump was monitored and tested with no failed battery test or dead battery noted. Pump received with cracked battery tube thread, cracked reservoir tube lip and minor scratches on display window noted.